Event description:
The advocate stated the customer's glucose was tested and the contour meter read 220 mg/dl. The customer's glucose was retested using another meter and the reading was 98 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot or provide the test strip information. The advocate also insisted the meter be replaced. The test strips are to be returned for evaluation. Replacement products were sent to the customer.